Event description:
Syringe does not have a tight fitting barrel and as a result it leaks. On more than one occasion, staff was splattered with body fluids such as blood due to this problem. In addition, the protective cover for the syringe tip does not fit properly. When package is opened, the cover falls off the syringe on to the floordevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.